Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that the patient's insulin pump experienced an unresponsive button. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is being returned. No further information available.